Event description:
Sales rep received a call from the nurse unit manager who noticed the handle had a crack in it during preparation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.